Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy procedure for hemostasis performed on (B)(6) 2025. During the procedure, the customer experienced significant difficulty while attempting to deploy the clip. The customer moved the handle back and forth in a repeatedly attempt to deploy the clip. The procedure was completed with this resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter. Block h2 (additional information): block b5 has been updated based on the additional information received on september 8, 2025. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device returned without the clip assembly, with evidence of full deployment and the control wire kinked. Microscopic inspection was performed; evidence of full deployment and the control wire kinked. No other problems with the device were noted. The reported events of clip difficult to release from catheter was confirmed. Upon analysis, the device returned fully deployed but with the control wire kinked. It appears that the physician experienced difficulties during the clip deployment, which resulted in the bending of the control wire. Contributing factors may include the application of excessive force during deployment, the use of pliers to extract the control wire in an effort to facilitate clip deployment, and other technique-related actions. Additionally, procedural factors such as angulation and overall technique may have played a significant role in this complication. With all available information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy procedure for hemostasis performed on (B)(6) 2025. During the procedure, the customer experienced significant difficulty while attempting to deploy the clip. The customer moved the handle back and forth in a repeatedly attempt to deploy the clip. The procedure was completed with this resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on september 8, 2025: it was reported that the procedure was prolonged by approximately five minutes.